Manufacturer narrative:
Siemens became aware of additional details regarding this event (B)(6) 2020, which led to adverse event reporting in doubt. Siemens is conducting a thorough investigation of this event. At this point in time it is unclear why the foot support could not be safely attached to the patient table. It is assumed that a mechanical problem due to wear and tear of the footrest and/or the tabletop rail is the cause. A supplemental report will be submitted if additional information becomes available. (B)(4).

Event description:
It was communicated to siemens that the tabletop rail and the foot support of the axiom luminos drf unit show signs of wear. This results in the foot support not being securely attached to the table. The issue was observed by the customer and the foot support is no longer being used. There is no patient involvement in this case. The reported event occurred in (B)(6).

Manufacturer narrative:
The issue was investigated in detail. According to the complaint description the foot support could not be attached safely, therefore, the user was not using the foot support. With the provided picture it was not possible to determine whether the table was worn to such an extent that the foot support could not be attached properly. Only scratches on the rail are visible on the provide photo. The size of the rail latch looked unchanged. For further investigation of the affected parts was requested, however, could not be performed due to the user not accepting the quote for replacement and repair. Therefore, the investigation was performed with the available picture, provided information and technical expertise. With normal use of the system and correct attaching of the foot support at the tabletop, there is no known case of unsafe attaching. All known issues in connection with the foot support are related either to an operator error or tabletop being damaged during collision. The correct procedure for attaching and adjusting of the foot support is described in the operator manual xpd3-500.620.01.01.02; page 306 - 307. Since the affected parts were not provided, it was not possible to identify which part is the reason for the described issue and the root cause of the issue could not be clarified. It is further strongly recommended not to use the foot support until the affected parts are replaced. According to the information received from the site, the customer is no longer using the foot support.